Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was observed and attributed to corrupted software on the digital board. The digital board was replaced to remedy the report. It could not be established how the software became corrupted. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.